Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion test, recording a pressure of 21.400 psi which is outside the acceptable range of 22 to 38 psi. The device passed the 30 psi occlusion pressure test at 29.400 psi, which is within specification. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed however the probable cause remains undetermined. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion test, recording a pressure of 21.400 psi which is outside the acceptable range of 22 to 38 psi. The device passed the 30 psi occlusion pressure test at 29.400 psi, which is within specification. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed however the probable cause remains undetermined. No patient involvement was reported.